Event description:
A report was received that the patient had pain at the battery site and was taken to the emergency room. The pocket pain only occurred when attempting to charge the device as it became too hot at the site. The patient was given with injections for the pocket pain. The physician believed that the placement of the current system could be the issue. The physician recommended a revision procedure; however, the patient will not undergo the procedure due to a nondevice related issue.

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement procedure. No malfunction was suspected. The explanted ipg was not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the battery site and was taken to the emergency room. The pocket pain only occurred when attempting to charge the device as it became too hot at the site. The patient was given with injections for the pocket pain. The physician believed that the placement of the current system could be the issue. The physician recommended a revision procedure; however, the patient will not undergo the procedure due to a non device related issue.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0.